Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An equipment manager reported that a system did not recognize the laser probe, the footswitch locked and the laser power was low during a procedure. The system was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The laser was manufactured on july 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4)

Manufacturer narrative:
The system was examined and system messages (sms) were displayed. The company representative did not indicate replicating the issues reported by the customer. The issue was isolated to a component in the laser core module, which was replaced to resolve the issue. The laser core was returned for evaluation. The laser was manufactured on july 26, 2011. Based on qa assessment, the product met specifications at the time of release. A laser core module received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The module was installed into a calibrated system for functional testing. Upon boot-up, the system displayed a sm. The module was disassembled and the laser controller printed circuit board (pcb) was replaced with a known-good one; however, this was unable to resolve the issue. The laser top sensor pcb was then testes, by replacing the sample with a known-good one, but again, was unable to resolve the issue. The diode was then tested and found to be nonconforming, as no laser power output was seen when the component was directly powered. It should be noted that the sm mentioned, locks the user out of all laser module functionality, the customer¿s reported laser low power, footswitch, and rfid recognition issues could not be tested as a result. How this component became non-conforming could not be determined conclusively. The issues reported were confirmed. However, based on the information obtained; the root cause of the reported issue(s) cannot be determined conclusively. (B)(4).